Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2015 with the following findings: a review of the pump¿s black box showed multiple cs 052 call service alarms. During testing, the pump performed the ezprime steps with no call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, faded and discolored. Also unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump had emitted multiple cs 052 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.